Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer had reservoir air bubbles. It was stated that insulin is used at room temperature, they follow the filling steps properly and had used multiple reservoir from different lots and issue persists. The blood glucose level at the time of the incident was 13 mmol/l. Troubleshooting was not performed; it was requested that the insulin pump would be replaced. The device was not available at the time and was advised to call back. The product will not be returned for analysis.